Event description:
Caller reported incorrect pump time display. There was no adverse impact to customer¿s blood glucose level. Technical support helped caller update pump time and advised monitoring for future discrepancies.